Manufacturer narrative:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00139, 0001825034-2020-00142, 0001825034-2020-00143.

Event description:
It was reported that sterile packaging was damaged. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.